Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of an electrogram strip from two months earlier found that this pacemaker dependent patient was av pacing. There was oversensing of noise o the right ventricular (rv) channel that led to pacing inhibition with asystole greater than two seconds. It was noted that the rate response trend feature was already programmed off in the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed it could be diaphragmatic noise and suggested performing some valsalva maneuvers. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.